Event description:
Sales rep found when checking out his demo universal adapter that the internal wiring seemed to be wrong. When the cut button on the hand-controlled electrode is depressed coag is activated, and vice versa.

Manufacturer narrative:
Returned device failed manufacturing final test procedure for checking of cut and coag wiring. Visual inspection showed device had been mis-wired, with cut and coag wires reversed.